Manufacturer narrative:
Investigation found the wrist cuff and bed-connecting strap have detached due to broken threads in the box stitch that bonds the wrist cuff and bed-connecting strap together. Although what caused the threads to break could not be definitively determined, analysis of the broken threads revealed two things: some threads observed suggest they were cut with a sharp object, while other threads suggest failure of the fibers based on the elongation found. The device has been in use for over 24 months since it was shipped to the customer, and a DHR review did not reveal any issues that could have contributed to the reported incident; therefore, it is unlikely that a manufacturing issue contributed to the complaint. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Note: the instructions for use state: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. (B)(4).

Event description:
Customer reported when the item was applied the patient was able to rip through the material. No patient injury was reported.